Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This product is manufactured by (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as (B)(4) manufactures a similar device in the united states under 510k number k150850. Return requested, not yet received.

Event description:
During an unknown procedure while preparing the cement mixture, the monomer liquid would not dispense from the pouch. There was no patient injury and no delay in procedure.

Manufacturer narrative:
Upon receipt of additional information, this event was determined to not be a reportable event. The initial report was submitted in error and should be voided.